Manufacturer narrative:
The device was returned for investigation. The smiths label was intact. Power lost while pump was on messages was found in the pump's event history logs. A functional test was performed, and the reported failure was not replicated. No fault was found. The microprocessor unit board will be replaced. The root cause of the reported problem cannot be established. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the device stops booting at llo screen at testing. No patient injury was reported.